Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was ordered for an MRI a couple months ago. Device was not turned off prior to MRI. The MRI facility proceeded with the imaging and when the imaging began the patient's device stimulated over 251 times. The patient had to be taken to the emergency room for treatment. Patient felt like she was having a stroke on whole left side of her body because of the excessive stimulation. Patient also noted that the hospital wanted to admit her but she declined to spend the night at the hospital. No additional or relevant information has been received to date.

Event description:
It was further reported that patient had generator replacement. The facility reports is has no record of device. No other relevant information has been received to date.